Event description:
It was reported that the pt experienced decreased therapeutic efficacy. A side port tap was unsuccessful in withdrawing fluid. The catheter was replaced. The pt recovered without sequela. The pt's pump contained baclofen 2000 mcg/ml delivered at 442.7 mcg/day.